Manufacturer narrative:
The reported field event of the inability to power on was confirmed in the laboratory. The unit was tested with the ac power adapter and was found to be anomalous. Upon opening the ac power adapter, burn marks to the main printed circuit board and prongs were noted. The cause of the field event was due to an anomalous ac power adapter.

Event description:
It was reported that the transmitter would not power even though it¿s plugged into an active power jack. Patient had the same issue previously and was not resolved. The transmitter was replaced.